Event description:
A hospital in (B)(6) reported that the gauge on an rd900 neopuff infant resuscitator is stuck. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been returned to fisher & paykel healthcare's regional office and service center in (B)(4). An evaluation of this device is currently in progress. We will provide a follow-up report upon completion of our investigation.